Event description:
Reporter stated that a pt's blood glucose was tested on the performa system, with a result of 23 mg/dl. The pt's blood glucose was reportedly retested on a laboratory instrument with a result of 41 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.